Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed through the manufacturing execution system (mes) and showed no relevant deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2025 due to vasculopathy, right ventricular (rv) failure, and pulseless electrical activity (pa) arrest.

Manufacturer narrative:
Section a3a: patient sex was not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.